Manufacturer narrative:
Currently, there has been no additional information received pertaining to harm or injury to the patient's at this time. Because the user had to repeat the patient's scan, it was determined that the estimated dose delivered to the patient was 0.00208 gy.cm. This is well below the 1 gy threshold of concern. At this time, there is no root cause associated to a device component. Service calls will be monitored going forward for similar events and escalated if required.

Event description:
The customer reported that there were multiple faults during scans and as a result two patients required rescanning. As per email conversation from the field service engineer, one of the rescanned patients was an infant.